Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was successfully deployed in the mid infrarenal vena cava for a patient with venous thromboembolism, and pulmonary embolism. The completion venography demonstrated a good wall apposition. There was slight tilt to the filter, but the retrieval hook was clearly off the sidewall and no extravasation was seen. Approximately ten days post deployment, computed tomography of the abdomen and pelvis revealed probably three filter legs penetrated the wall, two of them are embedded near the lumbar spine vertebral body and another protrudes anteriorly. The patient reportedly experienced back pain. Approximately seven months later, the patient presented for filter removal, micropuncture needle was introduced into the jugular vein in an antegrade manner. This allowed placement of an 0.035 wire, followed by placement of a 5-french sheath introducer using a modified seldinger technique. An 0.035 wire was then advanced into the superior vena cava and directed through the intrapericardial portion of the vena cava. The glide catheter was advanced along with the wire through the filter until the wire was placed at the confluence of the iliac veins. This allowed for the catheter exchange for an omni flush catheter. Venacavogram revealed a tilted filter to the medial side wall with brisk flow seen through the filter struts and no retained thrombus seen on contrast radiography. An 0.035 amplatz super stiff wire was placed, and the catheter was removed. The 5-french sheath was up sized to an 8-french sheath introducer, which was positioned in the infrarenal vein above the hooks of the filter. An attempt was made to grab the retrieval hook using 3 different types of snares. Despite multiple attempts unfortunately, the hook appeared to be embedded in the side wall. An angled glide catheter was used to direct a wire through the struts of the filter in the medial side wall approximately where the filter appeared to be tilted toward. Angioplasty balloon was then inflated across the filter struts in an attempt to dislodge the filter from the sidewall. This appeared to change the tilt on the filter, but unfortunately did not change the ability to grasp the retrieval hook. In a final attempt to dislodge the filter from the sidewall, elected to try and snare the filter at the level of the base of the retrieval hook in the main strut confluence. The 8-french sheath was up sized to a 9-french sheath, and an amplatz super stiff wire was used to direct the snare through the medial struts presumably near where it was adherent to the caval side wall. The snare was positioned below the filter above the confluence of the iliac veins. Using a buddy wire, a glidewire was advanced through the struts of the filter and grasped below the filter with the snare. This effectively created a clothesline set up and an attempt was made to pull the filter off the side wall. But despite multiple additional attempts, the filter hook could not be snared effectively. The decision was made to abort the procedure and leave the filter as a permanent vena cava filter. Approximately three years and six months later, computed tomography of the abdomen and pelvis revealed the filter had six shorter central tines and six longer more peripheral tines. One of the tines appears to protrude minimally into the l2 to l3 intervertebral disc. Therefore, the investigation is confirmed for positioning issue, perforation of the inferior vena cava and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to positioning issue and perforation of the inferior vena cava . This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with venous thromboembolism, and pulmonary embolism. During deployment, it was alleged that the filter tilted. Approximately ten days post filter deployment, it was alleged that the filter struts perforated. The device has not been removed after multiple unsuccessful percutaneous removal procedure. The current status of the patient is unknown.